Manufacturer narrative:
The reported event of the device running without activation was confirmed. The device had a corroded motor coil. Corrosion of the motor coil can result in run on due to intermittent electrical contact that allows motor activation.

Event description:
It was reported that the core sumex drill was running on its own without activation at the user facility. No further information was available regarding this event.

Event description:
It was reported that the core sumex drill was running on its own without activation at the user facility. No further information was available regarding this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.